Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid 5 mg/ml at 0.4 mg/day via an implanted pump. It was noted the event/difficulty occurred on (B)(6) 2020 during normal use. It was reported the pump flipped in the pocket and surgical intervention occurred (date not reported) as the pump needed to be re-secured. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was ¿unable to obtain, not available.¿ environmental/external/patient factors that may have led or contributed to the issue was noted as ¿not applicable¿. The patient¿s weight and medical history were asked but unknown. Further information was not provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via device manufacturer representative. It was reported that the pump was resecured on (B)(6) 2020, and the patient was fully functional post-revision.